Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: tf431007 vent output temperature high. Customer unable to describe fully what occurred but said that the ventilator was switched on, left for a few minutes and then device came up with an alarm and then screen went 'blank' and ventilator alarmed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf431007 vent output temperature high. Customer unable to describe fully what occurred but said that the ventilator was switched on, left for a few minutes and then device came up with an alarm and then screen went 'blank' and ventilator alarmed.